Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experienced low blood glucose level. Insulin pump was not suspending delivery when sensor glucose drops. The customer¿s blood glucose level was 50 mg/dl at the time of the incident. The current blood glucose was 197 mg/dl. Customer was treated with food. Customer had brain cancer. Auto mode was not on at that time. Customer did not provided any information about the symptoms due to low blood glucose. The insulin pump will be returned for analysis.